Event description:
A complaint was received via webform regarding a sensor error message while wearing the adc device. Customer contact was made and they were provided juice, sugar, and or food by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Sensor was found to be in state is 8 (indicating error termination). Observed clinical and historical data log contained errors and no valid glucose data. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. Sensor terminated within the first 6 hours of the sensors life. No ring of blood at the base of the sensor tail coupled with the low life count is an indication that the sensor tail was not properly inserted into the customers arm at time of application. Therefore, this issue is not confirmed due to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding a sensor error message while wearing the adc device. Customer contact was made and they were provided juice, sugar, and or food by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.